Event description:
It was reported that the customer received a motor error alarm while trying to put in carbohydrates and a button error alarm on the insulin pump. The patient's blood glucose level was not known. No significant events leading up to the alarm were recalled. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump was unable to test for motor error alarm due to no button response. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. The motor was tested outside of the insulin pump and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.